Manufacturer narrative:
Product analysis : at analysis it was determined that there was a deviation between the stylus and the cursor on the screen. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was expected to be returned for repair. The product status is unknown. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.